Manufacturer narrative:
The lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.